Manufacturer narrative:
A spacelabs field service engineer was dispatched to the customer site on (B)(4) 2014 to perform functional testing; however, the involved equipment was still in use on a patient. Therefore, testing of the involved devices was not performed. The customer did provide a retrospective patient database. This data was reviewed by a spacelabs lead software engineer. The database confirmed the patient had a pacemaker. At the time of the event, the patient¿s heart rhythm was 100% paced with no evidence of ventricular tachycardia. Consequently, there was no vtach alarm threshold met to generate an alarm. In conclusion, there was no equipment malfunction. There was no evidence of an alarm condition at the time the customer stated; therefore, there was no alarm. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that a patient monitored with telemetry transmitter model 96281, receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for ventricular tachycardia (vtach) on (B)(6) 2014 at 3:37:08 p.m. No one was injured as a result of this event.